Event description:
It was reported that there was less than 50% therapy relief at the lead location. The patient was scheduled for an explant because the patient did not get any pain relief from the device and wanted it explanted. Per the patient the product was fully functional and working as intended. The patient had no other complaints. The product was not replaced and it would not be returned because the customer discarded it. The patient was alive with no injury at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4).